Event description:
It was reported that the patients implantable pulse generator (ipg) was protruding and felt very painful. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was protruding and felt very painful. The patient underwent an ipg explant procedure.